Event description:
It was reported that on literature review "hip resurfacing: a single surgeon u.s. Series with minimum ten-year follow-up¿ 7.1 years after a bhr surgery, one (1) patient had pain, high level of metal ions (44 ppb of co and 15 ppb of cr) and cup malposition with excessive anteversion. Revision surgery was performed to explant both x and x. Competitor devices were implanted. The patient outcome and current health status is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Samuel, l. T., zuke, w. A., mahmood, s., munim, m. A., alamir, p., & brooks, p. J. (2022). Hip resurfacing: a single surgeon us series with minimum ten-year follow-up. The journal of arthroplasty. Doi: https://doi.org/10.1016/j.arth.2022.04.008.

Manufacturer narrative:
Section h3, h6: it was reported that the patient was revised due to pain, high level of metal ions and cup malposition with excessive anteversion. The devices, used in treatment, were not returned for analysis. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the femoral head. A review of historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints were identified for the part number and the reported/related failure mode. However, as the device is no longer sold, no action is to be taken. As no device batch numbers were provided for investigation, manufacturing record review, and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. This device was produced before corrective actions were initiated. No further escalation actions required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be rendered nor can the root cause of the reported failure be determined. However, we cannot rule out the reported cup malposition with excessive anteversion as a likely contributory factor. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. .

Event description:
It was reported that on literature review "hip resurfacing: a single surgeon u.s. Series with minimum ten-year follow-up¿ 7.1 years after a bhr surgery, one (1) patient had pain, high level of metal ions (44 ppb of co and 15 ppb of cr) and cup malposition with excessive anteversion. Revision surgery was performed to explant a resurfacing femoral head 46mm. Competitor devices were implanted. The patient outcome and current health status is unknown.